Event description:
During a clinical trial, it was reported that a (B)(6) male patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® sf bi-directional catheter on (B)(6) 2022. The patient suffered a deep vein thrombosis on (B)(6) 2022 requiring prolonged hospitalization. On (B)(6) 2022 deep vein thrombosis occurred. Per the study investigator the severity of the event was mild and considered serious. The patient did suffer a serious deterioration in health. The event was not life-threatening illness or injury and there was no permanent impairment. The patient did require prolongation hospitalization from (B)(6) 2022 to (B)(6) 2022. Medical or surgical intervention was not necessary to prevent life-threatening illness or injury or permanent impairment. The patient did receive an unknown medication. The outcome is recovering/resolving. Cardioversion, re-ablation, surgery or other intervention were not required. Per the study investigator the relationship to study device was not related but the relationship to study procedure was a causal relationship.

Manufacturer narrative:
Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. Investigation is in progress, once completed a supplemental will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The investigation was completed on 06-may-2022. Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device number 30308717l and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Additional information was received on 11-apr-2022. Per the study investigator the severity of the event was moderate and considered serious. The event is related to the index procedure. Additional information was received on 21-apr-2022. The thrombosis was related to the procedure, but not to a device deficiency. Additional information was received on 22-apr-2022. The event is serious and procedure related, in the opinion of the investigator and in accordance to the list of expected events in the protocol has been changed from does not meet criteria to expected/anticipated. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Additional information was received on 27-sep-2023. The outcome is updated to recovered/resolved from recovering/resolving. The end date value is 17-jun-2022. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).